Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that despite the indicator light being full while on battery power, the device shut down and the battery stopped working. There was no patient involvement.